Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was used with a watchman® access system. The closure device was deployed distally leaving an uncovered posterior lobe. The closure device was partially recaptured three times to attempt to cover the posterior lobe without success. The 27mm closure device was then fully recaptured. A 30mm closure device was then inserted and deployed successfully. Pass criteria was met and the closure device was released. Post implant imaging was performed and there was no pericardial effusion. A 16fr 30cm long non-bsc sheath was removed from the venous access and figure 8 stitch was done for groin closure. While holding pressure to the groin, the patient became tachycardic and hypotensive, it was also noted that the right groin was ¿huge.¿ an abdomial aortogram with run-off was then performed and showed a perforation to the right superficial femoral artery (sfa). A cut-down was performed to treat and close the perforation. The patient was then transferred to the intensive care unit (ICU). The patient was discharged and is currently doing well.

Event description:
It was further reported that the artery may have been "hit" while they were gaining venous access and the 16fr sheath used on the vein may have tamponaded the arterial puncture causing the perforation.

Manufacturer narrative:
Describe event or problem : updated. (B)(4).